Manufacturer narrative:
Complaint is confirmed. Two unpackaged ar-8741-40, 3.5 mm cannulated, t10 hexalobe serial/batch number (B)(6) were received for investigation. Visual evaluation of both devices found that in one of the devices hex geometry broken off. The fragments generated during the event were not returned for analysis. The second device hex tip was twisted. The root cause of the reported failure mode is undetermined. However, a likely reason is the wear and tear damage incurred over repeated usage.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-8741-40 3.5 mm beveled ft driver broke. This occurred during a mis bunion on (B)(6) 2022 when the device broke. No additional information provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.